Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of damaged lens by injector. A visual inspection of the intra ocular lens (iol) handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. The plunger head surface was observed to be conforming. A dimensional inspection for plunger position height was performed and was found non-conforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows an implanted lens with dark areas observed. However, the photo is not clear; therefore, the reported issue cannot be confirmed from the photo review. The evaluation does confirm the injector plunger has a bent plunger head resulting which could result in the plunger scratching the lens. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in august 2022. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, there was scratch on optic, noticed after the implantation of the lens. Hence the lens was explanted and replaced with another lens during the same procedure.